Manufacturer narrative:
Product ID: 8780, lot/serial#: (B)(4), implanted: (B)(4) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-oct-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain. The healthcare provider was calling for MRI compatibility guidelines. The healthcare provider stated that the patient¿s CT/x-ray from (B)(6) 2020 looks like the catheter was not connected to the pump but he wasn¿t sure, so he was going to run it by his radiologist.